Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory. Upon receipt, the device was found to be in backup vvi mode. No further analysis was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with vertigo and nausea. Upon review, it was revealed that the device's battery had fully depleted prematurely. No warning was given that the device had reached the elective replacement indicator. The device was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. Review of the device image indicated a large number of high voltage charging events. The cause of the bvvi was an integrated circuit failure. A longevity calculation was performed, and showed that the battery depleted normally due to the large number of charging events. Correction: - the reported complaint of backup vvi should have been submitted with the initial report. Correction: section - device return should have been submitted with the previous supplemental report. Correction: section - device code (B)(4) - inappropriate or unexpected reset should have been submitted with the initial report.

Event description:
It was reported that the patient presented in the emergency room with vertigo and nausea. Upon review, it was revealed that the device had entered backup vvi and its battery had depleted prematurely. No warning was given that the device had reached elective replacement indicator. The device was replaced. The patient was stable.